Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: no devices received, log review only.

Event description:
It was reported that there was an under infusion of cefepime (2 gm/50 ml) to a patient being treated for pneumonia. The infusion of cefepime was programmed to begin at 6:42 am over four (4) hours at a rate of 12.5 ml / hour. However, four (4) hours following the start of the infusion there was 30ml of medication left in the bag. The infusion took over 5 hours to complete. Patient did not have any symptoms or abnormal lab results. Patient and clinician noted that cefepime infusion of 2 grams that was supposed to run over 4 hours was running over more than 5 hours. The patient and clinician indicated that this had happened for the last "4-5 doses" there was patient involvement and no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an under infusion of cefepime (2 gm/50 ml) to a patient being treated for pneumonia. The infusion of cefepime was programmed to begin at 6:42 am over four (4) hours at a rate of 12.5 ml / hour. However, four (4) hours following the start of the infusion there was 30ml of medication left in the bag. The infusion took over 5 hours to complete. Patient did not have any symptoms or abnormal lab results. Patient and clinician noted that cefepime infusion of 2 grams that was supposed to run over 4 hours was running over more than 5 hours. The patient and clinician indicated that this had happened for the last "4-5 doses" there was patient involvement and no harm.